Event description:
This ra lead was implanted on (B)(6) 2003 and remains implanted as of this time. A call was placed to technical services on (B)(6) 2018 stating that the ra impedances had been jumping between 500 and 1000 ohms since implant that results to changing measurements. The following physician was dr. (B)(6) at cardiac arrhythmia service. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).